Manufacturer narrative:
Due to character limit: e1 (event site name)- (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer prior to use that cardiosave intra-aortic balloon pump (iabp) displayed an over temperature alarm. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d10, h6, e3, e1 (telephone no). (Type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was not able to duplicate the issue. The unit passed all functional and safety tests as per manufacturer specification.